Manufacturer narrative:
(B)(4). Block h10: visual examination of the returned device revealed that the distal pierced hole of the device was torn, causing the wire anchor to be dislodged from the extrusion. It is important to mention the cutting wire was not observed to be broken. However, the dislodged wire anchor could be perceived by the customer as a broken cutting wire; consequently, confirming the reported complaint. Based on the device analysis, there is no evidence of a manufacturing-related issue. This type of damage is associated with a known design limitation of the device generated by mechanical tear when the cutting wire/anchor is tearing through distal pierce hole and continuing down through the ptfe catheter. An investigation was completed to address this issue which identified the most probable root cause to be design inadequate for purpose, since the problems are traced to design/design features of the device that do not support or interfere with the intended purpose of the device. A review of the device history record (DHR) was performed and no anomalies were observed. The review confirmed that the accepted device met all manufacturing specifications. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that after cannulation, the nurse pulled the wire to cut the papilla and there was no response when the device was energized for the second time. It was then noted that the cutting wire was broken when withdrawing. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that after cannulation, the nurse pulled the wire to cut the papilla and there was no response when the device was energized for the second time. It was then noted that the cutting wire was broken when withdrawing. There was no part of the device detached inside the patient. There were no injury nor patient complications reported as a result of this event.